Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital for signs of syncope. Electrogram recorded heart rates of less than 30 pace per minute which was less than the programmed lower pacing limit of the implantable pulse generator (ipg) device. The ipg device was suspected of pacing failure. It was also reported that further testing showed the right atrial (ra) lead with undersensing and a single episode of oversensing. Additionally, the right ventricular (rv) lead exhibited oversensing and fluctuating thresholds. Pacing failure was also noted on the rv lead. Reprogramming was performed. The device and both leads remain in use. No further patient complications have been reported as a result of this event.